Event description:
Procedure performed: cholecystectomy. Event description: translation: I would like to inform you of an incident which occurred with an epix universal pliers ref ca500, lot 1426497, expiry date 10/08/2024 during an operation on (B)(6) 2024. Description of the incident: during a cholecystectomy, this forceps was used and the clips did not lock in parallel. Do not lock in parallel. The rest of the operation was carried out with another model of clip. Clip model. The clip is available in the pharmacy pending its return to the laboratory for expert appraisal. Patient status: ni. Intervention: device replacement.

Manufacturer narrative:
The event unit has returned to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: translation: I would like to inform you of an incident which occurred with an epix universal pliers ref ca500, lot 1426497, expiry date 10/08/2024 during an operation on 10/01/2024. Description of the incident: during a cholecystectomy, this forceps was used and the clips did not lock in parallel. Do not lock in parallel. The rest of the operation was carried out with another model of clip. Clip model. The clip is available in the pharmacy pending its return to the laboratory for expert appraisal. Patient status: ni. Intervention: device replacement.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. A photo of a clip scissoring was provided confirming the complainant¿s experience. Functional testing was also performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the clips loaded and closed properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.